Event description:
It was reported that while on pt, the anesthesia workstation failed to deliver the set tidal volume to the pt. The pt was disconnected from the anesthesia workstation and transferred to a spare anesthetic machine. The pt was stable throughout the event and did not come to harm. A later inspection by the staff revealed that the pt cassette had been slightly dislodged from its original position which led to a leakage. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).